Manufacturer narrative:
Additional information was received that no leads were in prior to revision.

Event description:
A report was received that the patient had lead migration and lead fracture. It was noted that the lead migration/fracture causes inadequate stimulation and non-target stimulation. The patient underwent a revision procedure wherein the existing leads/anchors were explanted and implanted the used ipg. The patient was doing well post operatively.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had lead migration and lead fracture. It was noted that the lead migration/fracture causes inadequate stimulation and non-target stimulation. The patient underwent a revision procedure wherein the existing leads/anchors were explanted and implanted the used ipg. The patient was doing well post operatively.

Manufacturer narrative:
Additional information was received that the bsn sales representative confirmed there was no lead migration or fracture prior to (B)(6) implant.

Event description:
A report was received that the patient had lead migration and lead fracture. It was noted that the lead migration/fracture causes inadequate stimulation and non-target stimulation. The patient underwent a revision procedure wherein the existing leads/anchors were explanted and implanted the used ipg. The patient was doing well post operatively.